Event description:
In 2/81, rptr had silicone breast implants implanted. Since 7/11/93, she has been having serious immune system and rheumatic problems requiring many dr's visits. She will be having her implants removed shortly.